Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon report "osteolysis"/bone appearance underneath the tibia plateau (the region underneath the plateau and about 1 cm). X-ray observation of less dense bone around the tibia prostheses during follow-up visits (3m fu).

Manufacturer narrative:
An event regarding observation of less dense bone on x-ray where the patient is asymptomatic involving a tritanium baseplate was reported. The event was confirmed via x-rays. Method and results: device evaluation and results: not performed as no items were returned; they remain implanted. Medical records received and evaluation: surgeon concern over development of radiolucent lines and bone resorption below a tritanium baseplate as early as 3-months post surgery in a male patient of (B)(6) (1949) with a mild overweight condition ((B)(6)). Patient participates in a clinical rsa study into stability of the tritanium baseplate. No reference to clinical symptoms was provided and no plan for revision surgery exists at this time. X-rays confirm an implantation of cementless triathlon cr components with a tritanium baseplate. There is a clear gap space visible below the posterior baseplate section immediately postop arthroplasty while at 3-months follow-up progressive radiolucencies are seen below almost the entire baseplate accompanied by loss of bone density in the anterior, medial and lateral proximal tibial bone area. The arthroplasty has otherwise an adequate alignment with correct positioning of all devices including posterior baseplate slope and posterior femoral condylar offset.[...]no revision surgery has been performed or planned thus far, the patient likely remains under close follow-up for development of any clinical symptoms, not reported at this time. Diagnosis: an adverse bone ingrowth condition was observed for a tritanium baseplate in part to be attributed to a bone defect condition after suboptimal surgical preparation of the tibial bone although we should also note that tritanium has critical bone ingrowth requirements. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: review of the provided x-rays by a clinical consultant concluded: an adverse bone ingrowth condition was observed for a tritanium baseplate in part to be attributed to a bone defect condition after suboptimal surgical preparation of the tibial bone although we should also note that tritanium has critical bone ingrowth requirements. Further information from the clinician indicated "none of the patients has clinical complaints and with none of them is revision surgery currently under consideration". No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon report "osteolysis"/bone appearance underneath the tibia plateau (the region underneath the plateau and about 1 cm). X-ray observation of less dense bone around the tibia prostheses during follow-up visits (3m fu).